Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump was experiencing an intermittent power issue. Reportedly, the battery compartment was cracked. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 09/21/2016 device evaluation: the pump has been returned and evaluated by product analysis on 08/27/2016 with the following findings: a review of the black box data showed one reboot following a replace battery alarm on 07/23/2016. A visual inspection of the pump showed that the battery compartment was cracked; evidence of moisture corrosion was observed in the battery compartment. The returned battery cap had stripped threads and was unable to fully attach on to the pump. Reboots occurred with the returned cap. A test cap was able to fully attach on to the pump. The pump was then tested for 24 hours with no issue. The pump failed a leak test at the battery compartment. The pump cover was opened and no further moisture or damage was observed. (B)(4).